Event description:
A co-director of nursing reported that approximately thirty two days following an ophthalmic procedure, the surgeon observed a foreign body in the pts eye via slit-lamp. A secondary washout procedure was performed to remove the foreign body. At this time, the current pt's condition is unk. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).